Event description:
The event is reported as: complaint alleges: "the skin staples did not stay closed. The suture came open." Add'l info received: "there was no report of staples entering the surgical incision." The pt's staples did not stay closed during a caesarian section. Pt had to return to the hosp to get new staples to close incision. Pt current condition is unk.

Manufacturer narrative:
The device sample was not received by the MFR at the time of this report. A f/u report will be sent when completion of investigation.